Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the injection port during the visual inspection of the finished product during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4. H4: the lot was manufactured between october 9, 2023 - october 10, 2023. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The returned photograph was reviewed, and it was noted that there was a leak from the administration spike port bonding area. Functional testing was performed on the returned sample, and it was noted that there was a leak identified from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.